Event description:
It was reported that; height adjuster tip broke while adjusting screw.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, risk assessment; result: the reported event was confirmed fractured via visual inspection of the returned product. All fragments were removed and there was no reported delay. Manufacturing files were reviewed and no issues were found. The stryker rep confirmed that the instrument was being used correctly during surgery. The likely root causes of the deformation was instrument age, normal wear and tear.

Event description:
It was reported that; height adjuster tip broke while adjusting screw. There are no reports of adverse consequences to the patient.